Event description:
The customer reported to corporate product surveillance(cps) a 250ml intravia container in which an unknown administration set could not be disconnected from an empty bag of esmolol. Therefore the administration port had to be cut off in order to continue with the second infusion. There was patient involvement, however no patient injury or adverse event was associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. However, a batch review was performed on the reported lot and no deviations were noted. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.